Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with an unknown blood glucose on (B)(6) 2017 and 26 mg/dl on (B)(6) 2017, at the time of the incident. The customer was given intravenous glucose to treat for both incidents. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident's troubleshooting was not completed as the customer declined. Later on (B)(6) 2017, the customer experienced high blood glucose of 500 mg/dl related to their high glucose intake. They treated for the high with the pump. The customer also reported that the pump has a broken off reservoir tube lip. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test , excessive no delivery test and delivery accuracy test. Pump received with cracked case at the display window corner, partially broken reservoir tube lip, cracked battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube window and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.